Manufacturer narrative:
A definitive root cause could not be determined. The reaction kinetics of the sample provided for investigation indicate there might not have been any sample pipetted. Bubbles on the sample surface may lead to mis-sampling and false negative results. The customer agreed there was probably a bubble on top of the sample or a clot in the sample.

Event description:
The customer received a questionable ethanol gen.2 (etoh) result on their c502 analyzer. The patient's sample was initially processed on the customer's modular pre analytics device. The initial result was 0.21 mmol/l accompanied by a data flag. The initial result was reported outside the laboratory. The first repeat result from the primary tube was 43.67 mmol/l. The doctor requested another sample be tested and the result was 37.57 mmol/l. On (B)(6) 2012, the second repeat result was 42.00 mmol/l and the third repeat result was 42.05 mmol/l. The second sample was also repeated on (B)(6) 2012 and the result was 34.49 mmol/l. The customer considered the initial result to be incorrect and a corrected report was issued. There were no adverse events. The etoh reagent lot number was 65929001 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).